Event description:
The customer reports: as clinician was advancing the wire, it just ballooned out of the side of the plastic tubing. They stopped the procedure and did not leave this catheter in patient.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing a lidstock and a catheterization device. Visual analysis of the images revealed that the spring-wire guide (swg) appears to be protruding out of the tubing; however, it cannot be determined if the guide wire was unraveled. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel". The IFU also cautions , "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture". The report that the guide wire unraveled could not be confirmed through examination of the customer supplied images. The images show a catheterization assembly; however, it cannot be determined if the guide wire is indeed unraveled. A device history record review did not reveal any relevant findings to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: as clinician was advancing the wire, it just ballooned out of the side of the plastic tubing. They stopped the procedure and did not leave this catheter in patient.